Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report that the insulin pump had alarmed auto off. The caller was assisted with turning the alarm to zero. The caller reported the customer had a high blood glucose level of 400 mg/dl. The customer treated with the insulin pump. The customer did not need further assistance and no further details were provided.